Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
The reporter contacted animas on (B)(6) 2012 alleging hyper-responsive keypad buttons. The down button contact reportedly reacts to the smallest contact; the cursor reportedly inadvertently jumps to the next menu immediately.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the down arrow button was found to be scrolling when the pump booted. The keypad was removed and the down arrow button contact was found to be misaligned.